Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this right ventricular lead exhibited under sensing and oversensing of the right atrial signal. It was decided to perform a repositioning procedure. During the procedure the helix was not able to extend and retract properly. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.